Event description:
It was reported that the complaint states that inaccurate readings were reported. The sensor was inserted into the arm on (B)(6) 2024. It has been reported that there was a difference in readings of 120 points off. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. The product was evaluated. An external visual inspection was performed and no damage. Data log analysis was performed and passed. The allegation was confirmed. The probable cause was determined to be confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional. D: device identification- correction. D9: device availability ¿ additional. G3: date received by manufacturer - additional. H2: type of follow up- additional information/correction. H3: device evaluated by manufacturer ¿ additional. H6: health effect - clinical code- correction. H6: type of investigation - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It has been reported that there was a difference in readings of 120 points off. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.